Event description:
Pt underwent CT guided abscess drainage/needle aspiration. CT guided needle aspiration of small fluid collection anterior upper abdomen. Aspiration resulting in its clearing. On removal of tube, md noted that the end of it appeared to be missing. The small caliber drainage tube fragmented upon removal and a 2 cm long fragment is left within the pt. Md feels material may not provide to be problematic and decision was made not to remove fragment. Pt will be observed for signs and symptoms of infection. Upon post inspection of product by md, catheter broke into two add'l pieces with minimal manipulation. Md expresses concern over integrity of product. Pt was made aware of the incident. (B)(4).